Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00179. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
After the scope was withdrawn during an endoscopic retrocholangiopancreatography, the distal tip was missing. The tip was retrieved through an unspecified medical intervention and the procedure was completed using the same device.